Event description:
It was reported through the submission of a revision implant sheet that the patient's hip was revised. An mdm liner, adm/ mdm insert, and screw are listed in the sheet. As reported by rep: "revision of a total hip due to a periprosthetic fracture. Old stem was removed and a new stem with modular head and liner were inserted."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.